Event description:
The customer reported power-up problems with the 9800 system. The system took a long time to boot up and there were issues with bringing up patient information. No patient injury was reported.

Manufacturer narrative:
The customer's biomed fixed the problem. The service call was cancelled.